Event description:
It was reported that some of the blue plastic cover seems to have melted onto the ball tip of the guide wire.

Event description:
It was reported that some of the blue plastic cover seems to have melted onto the ball tip of the guide wire.

Manufacturer narrative:
Evaluation summary: the reported issue was not confirmed. The event description revealed the guide wire to be the primary product. No associated products were reported. No deviations were found during review of the manufacturing and inspection documents (DHR). The item was documented as faultless prior to distribution. Because the product was not available an investigation could not be performed and the root cause is unknown. Most likely the protection cap, made of blue silicon caused the reported residues on the guide wire tip. Previous cases are known with melted blue silicon residues on guide wire tips: the residues were investigated by an external lab and were identified as the protection cap material. Two ncs were initiated for these issues to investigate the issue and determine the risk. Internal tests were performed: samples of protection caps were sterilized several times; furthermore all usual solvents and cleaning agents, used by stryker trauma (B)(4) during manufacturing processes were tested with the caps. The reported issue was not reproducible, the root cause could not be determined. No patient risk could occur according to the performed stand-alone risk assessment (included in the nc documentation). The ncs were closed without any action. No discrepancies were detected during risk analysis review. No non-conformity identified; no actions are in place. Product not returned.

Manufacturer narrative:
Investigation in progress but not yet complete.